Manufacturer narrative:
Zimvie complaint number (B)(4). Zfx received one (1) item number zfx02hld28 with broken tip not send to zfx for evaluation. Visual evaluation was performed. Visual inspection: the tip of the screwdriver is broken. The screwdriver has scratches and damages from use. The screwdriver has been strengthened by often use and/or high torque values, the breakage area shows signs of torsion and a sudden breakage type. Complaint history review was performed for the reported lot number l2505080920 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture¿ ¿based on the investigation and risk management file, the most likely root cause determined from the investigation was torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The screwdriver was broken by too often use or overtorquing. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
The item fractured by the tip during tightening. Procedure completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
The item fractured by the tip during tighteningh. Procedure completed.